Manufacturer narrative:
Initial and final (B)(4)- device 1 of 2. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. This MDR is being submitted for an unknown number of devices in which the issue was experienced. On (B)(6) 2024, it was reported that the patient faced infusion sets kinked cannula within 3 or more hours of insertion. Site of insertion was at abdomen. The patient's blood glucose levels were 398 or 399 mg/dl. Infusion sets were in use for less than 24 hours for most of the events and more than 24 hours but less than 48 hours for one event. The patient replaced infusion sets and resumed insulin successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.